Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. Do not start to use your system before you have been appropriately trained on its use by a certified system trainer or through the training materials available online for those updating their t:slim x2 insulin pump. Consult with your healthcare provider for your individual training needs for the entire system. Failure to complete the necessary training on the system could result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer self-started on the pump against medical advice and customer input an incorrect basal rate. Subsequently customer was hospitalized for diabetic ketoacidosis. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.